Manufacturer narrative:
The part # of the slingbar involved in this incident has not been provided. Previous investigations have shown that if the sling is correctly attached to the slingbar during a patient transfer, even if the slingbar latches break or detach, it should not lead to the sling to come off the slingbar or for the patient to fall. The sling bar latches are mainly to be used as a guide for correct attachment of the sling to the slingbar. Although there was no injury associated with the reported incident and the event is considered to be caused by incorrect attachment of the sling to the slingbar, if a patient were to fall during a patient transfer, it could lead to serious injury or death.

Event description:
A company representative - service personnel contacted technical service to report that during a patient transfer, the plastic clip that holds the sling on the sling bar broke and the sling slipped off of the sling bar causing the patient to fall to the floor, the patient was not injured. There was no patient/user injury, medical intervention, symptom, or adverse event reported. There were no other devices reported to be involved. The customer did not communicate this event to another baxter department or authority.